Manufacturer narrative:
H6: investigation summary the customer complaint of a blockage/obstruction causing blood to not flow within their vent aerobic 50 ea (cat. 249560, lots 0281944 & 0337679) and leak inside the holder, was confirmed by the photos provided by the customer. An investigation of the retain samples and the device history records did not show any defects. This defect was originally identified and investigated in september of 2019. A supplier corrective action request (ref: scar 1002-09/30/2019-01) was initiated to be completed after the supplier¿s investigation. Scar investigation results: an investigation was conducted at the bd broken bow manufacturing site. Material clogging the cannula in returned samples was removed and examined. The material was clear viscous liquid and appeared to be silicone. The cannula is dipped in silicone following the assembly process at the ventumatic turn table. The table station following the silicone dip utilizes vacuum to remove excess silicone. This station was partially clogged allowing excess silicone to remain in the cannula. As part of the corrective action on the scar, a preventative maintenance item was to be implemented to regularly clear and clean the ventumatic station in (B)(6) 2019. Due to unexpected delays, the preventative maintenance was not implemented until (B)(6) 2020. Lots 0281944 & 0337679 were manufactured before the preventative maintenance was implemented. No further action will be taken at this time as the corrective action has already taken place. Bd quality assurance will continue to monitor for any blockage issues found after the (B)(6) 2020 implementation.

Event description:
It was reported that while using 30 bd bactec¿ subculturing/aerobic venting units a clog was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "according to the customer¿s report, there were some venting units in which blood didn't pass through at all, and some in which there were blood leakage."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0281944, medical device expiration date: unknown, device manufacture date: 2021-01-12. Medical device lot #: 0337679, medical device expiration date: unknown, device manufacture date: 2021-01-27. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 30 bd bactec¿ subculturing/aerobic venting units a clog was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "according to the customer¿s report, there were some venting units in which blood didn't pass through at all, and some in which there were blood leakage."